Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) and restricted leaflet for a triclip procedure. During the procedure, first triclip was implanted on anterior and septal leaflet. While implanting the second triclip, clip was stuck in the chordae. It was not possible to free the clip from the chordae. Physician decided to grasp both the leaflets and deploy the clip to prevent the damage. A chord was ruptured. All steps were performed as per IFU. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.